Event description:
It was reported by the user facility that the tip was found to be broken off. No adverse consequences or medical intervention were reported. There was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the user facility that the tip was found to be broken off. No adverse consequences or medical intervention were reported. There was no patient involvement and no delay to a surgical procedure.